Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe (chronic) pain in the abdomen') in a female patient who had essure (batch no. 893019) inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion intervention required), back pain ("severe (chronic) pain in the back"), arthralgia ("severe (chronic) pain in the hips"), headache ("severe (chronic) pain in the head"), fatigue ("extreme and chronic fatigue"), amnesia ("memory loss"), disturbance in attention ("concentration problems"), menstrual disorder ("change in their menstruation cycle"), heavy menstrual bleeding ("abnormally large amount of blood loss") and hypersensitivity ("allergic reactions") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal pain, back pain, arthralgia, headache, fatigue, amnesia, disturbance in attention, menstrual disorder, heavy menstrual bleeding, hormone level abnormal and hypersensitivity outcome was unknown. The reporter considered abdominal pain, amnesia, arthralgia, back pain, disturbance in attention, fatigue, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity and menstrual disorder to be related to essure. The reporter commented: after this treatment several physical complaints developed. Because of the complaints patient is being impeded in her normal daily functioning and patient is suffering from injury. Lot number: 893019 manufacturing date: 2011/08 expiration date: 2014/08 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 1-jun-2021: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of abdominal pain ('severe (chronic) pain in the abdomen /pain'). In a female patient who had essure (batch no. 893019), inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion intervention required), back pain ("severe (chronic) pain in the back"), arthralgia ("severe (chronic) pain in the hips"), headache ("severe (chronic) pain in the head"), fatigue ("extreme and chronic fatigue"), amnesia ("memory loss"), disturbance in attention ("concentration problems"), menstrual disorder ("change in their menstruation cycle"), genital haemorrhage ("abnormally large amount of blood loss/abnormal bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("autoimmune problem"), bladder disorder ("bladder problems"), mental disorder ("psychological problems"), feeling abnormal ("brain fog"), alopecia ("hair loss"), dyspareunia ("dyspareunia"), tinnitus ("tinnitus"), inflammation ("inflammation") and sensitive skin ("sensitive skin"). And was found to have hormone level abnormal ("hormonal problems"). And weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal pain, back pain, arthralgia, headache, fatigue, amnesia, disturbance in attention, menstrual disorder, genital haemorrhage, hormone level abnormal, hypersensitivity, autoimmune disorder, bladder disorder, mental disorder, feeling abnormal, alopecia, dyspareunia, tinnitus, weight increased, inflammation and sensitive skin outcome was unknown. The reporter considered abdominal pain, alopecia, amnesia, arthralgia, autoimmune disorder, back pain, bladder disorder, disturbance in attention, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, inflammation, menstrual disorder, mental disorder, sensitive skin, tinnitus and weight increased to be related to essure. The reporter commented: after this treatment, several physical complaints developed. Because of the complaints, patient is being impeded in her normal daily functioning. And patient is suffering from injury. Lot number#: 893019, manufacturing date: 2011/08, expiration date: 2014/08. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations, during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2022, the follow information were include: genital bleeding, autoimmune disorder nos, bladder disorder, psychological disorder nos, foggy feeling in head, hair loss, dyspareunia, tinnitus, weight gain, inflammation nos, sensitive skin/ pain added to as reported event in abdominal pain. Amendment: previous event: abnormally large amount of blood loss coded, pt heavy menstrual bleeding was updated to pt genital haemorrhage. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other non-conformances data. Should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe (chronic) pain in the abdomen') in a female patient who had essure (batch no. 893019) inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion intervention required), back pain ("severe (chronic) pain in the back"), arthralgia ("severe (chronic) pain in the hips"), headache ("severe (chronic) pain in the head"), fatigue ("extreme and chronic fatigue"), amnesia ("memory loss"), disturbance in attention ("concentration problems"), menstrual disorder ("change in their menstruation cycle"), heavy menstrual bleeding ("abnormally large amount of blood loss") and hypersensitivity ("allergic reactions") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal pain, back pain, arthralgia, headache, fatigue, amnesia, disturbance in attention, menstrual disorder, heavy menstrual bleeding, hormone level abnormal and hypersensitivity outcome was unknown. The reporter considered abdominal pain, amnesia, arthralgia, back pain, disturbance in attention, fatigue, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity and menstrual disorder to be related to essure. The reporter commented: after this treatment several physical complaints developed. Because of the complaints patient is being impeded in her normal daily functioning and patient is suffering from injury. Lot number: 893019, manufacturing date: 2011/08, expiration date: 2014/08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-may-2021: device was removed; new adverse events added: severe (chronic) pain in the abdomen, back, hips and/or head, extreme and chronic fatigue, memory loss and concentration problems, change in their menstruation cycle, abnormally large amount of blood loss, hormonal problems and allergic reactions. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.